Event description:
It was reported that there were multiple subcutaneous implantable cardioverter defibrillator (s-ICD) patient's that were associated with a journal article covering the efficacy of transvenous and subcutaneous systems. Of the approximately 317 s-ICD patients involved, seven had received inappropriate shock therapy from their respective s-ICD systems. Four of these instances of inappropriate therapy were attributed to t-wave oversensing, two to myopotential oversensing of noise, and one to atrial tachycardia that had conducted down into the ventricles. There were also five instances of patient's requiring some form of surgical care due to an unspecified s-ICD malfunction and/or surgical complications. All available evidence indicates the s-icds mentioned with this journal article remain implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were multiple subcutaneous implantable cardioverter defibrillator (s-ICD) patient's that were associated with a journal article covering the efficacy of transvenous and subcutaneous systems. Of the approximately 317 s-ICD patients involved, seven had received inappropriate shock therapy from their respective s-ICD systems. Four of these instances of inappropriate therapy were attributed to t-wave oversensing, two to myopotential oversensing of noise, and one to atrial tachycardia that had conducted down into the ventricles. There were also five instances of patient's requiring some form of surgical care due to an unspecified s-ICD malfunction and/or surgical complications. All available evidence indicates the s-icds mentioned with this journal article remain implanted and in service. No additional adverse patient effects were reported.